Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :37642, serial# (B)(4), product type: programmer, patient.

Event description:
A manufacturer representative (rep) reported that the patient is having trouble using the patient programmer (pp) since their last replacement on (B)(6) 2016 due to normal battery depletion. At the time of the initial report there was no further information and they do not know if there is an actual issue with the pp or not. On (B)(6) the patient reported an out of regulation (oor) error code on the pp that occurred when the patient was checking the implantable neurostimulator (ins) status, as of maybe two weeks prior to date notified. Troubleshooting was performed and the patient was able to bypass the oor message and see a normal therapy screen. Additional information received from the patient on (B)(6) stated that they are still getting the oor, and that it only appears on the left side. The patient went to see their neurologist about three weeks to one month prior to date of additional information and they had trouble with it, indicating there may be a short. However, the hcp then got it to work. The patient noted that the oor seems to appear all the time whenever they use the pp, and the issue recurred during the time of the report. Follow up with the healthcare provider (hcp) is to be conducted by the patient and there were no related patient symptoms. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.